Event description:
During preventative maintenance of the device, the service technician reported that the filter guard was missing from unit. Since the event occurred during preventative maintenance, there was no patient involvement during this event.

Manufacturer narrative:
Component/subassembly failure (system). Note: the reported complaint was confirmed. The root cause was attributed to damage.